Manufacturer narrative:
The previously submitted report did not contain internal bec idetifier. (B)(4).

Event description:
This is a follow up report.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) properly secured the loose wire and crimped the lugs to resolve the issue. Fse continued with the analyzer installation without issue. No further issues were reported.

Event description:
Beckman field service engineer (fse) reported a potential electrical hazard on the au5800 clinical chemistry analyzer being installed at a customer site. Fse stated that when the analyzer had to be moved into the installation location, it was found that the power cord connection to the analyzer was loose; lugs and copper wiring were not secured. No injuries are associated with this event. No erroneous results are associated with this event. No exposure to the operator was reported. Fse stated there was no electrical power to the analyzer when the exposed wires and lugs were identified. Fse stated the system voltage is 208 and amperage of up to 80 amps.